Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the patient had experienced chest pain and at that time noticed that their pump was turned off. They stated that the pump didn't alarm. The patient restarted their dobutamine with their back up pump and went to the emergency department. They stated that the patient was in good condition and that their lab results were normal. Mmd did follow up with the initial reporter. They stated that the pharmacy did not intend to replace the pump at this time, and that the patient did still have their back up pump. They provided no additional information. [Complaint-(B)(4)]